Event description:
Lead management case to extract an mdt pacing lead from 1999. A 13f tightrail was used first on the lead, during use the tightrail damaged the outer insulation of the lead causing snow plowing. The tightrail was then removed and the extraction continued with the use of a 16f glidelight. Due to the snow plowing from the tightrail, the glidelight was unable to progress. The tightrail was then put back into use to successfully extract the lead. When the device was removed, it was discovered that the lead was stuck in the tightrail device and was unable to be removed. This report is to reflect the potential for injury if the lead could not be extracted after becoming stuck in the tightrail device. The patient in this case did not experience an injury or decline in status.

Manufacturer narrative:
Device evaluation: physical evaluation did not note any damage to the tightrail device; however upon device return the lead was in the tightrail device. It is indicated in the complaint that the tightrail damaged the insulation of the lead. The damaged insulation then bound up inside of the tightrail device. No patient injury occurred as a result and the case was completed successfully with this device. An lhr review did not reveal anything during manufacturing that would've led to this failure. The facility/physician were unable to provide patient specific details.

Manufacturer narrative:
(B)(4). Patient specific information is still being pursued and will be provided in a follow up. Device evaluation pending.